Event description:
It was reported that the abutment does not screw into the implant. Proceeding wasn't completed with the healing abutment. No impact on the patient reported.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. B3: date of event: unknown / not provided.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) ieeha343, (certain bellatek encode emergence healing abutment 3.4mm(d) 3.8mm(p) 3mm(h) for evaluation. Visual evaluation was performed; the abutment was received with the retaining screw cross threaded into the abutment. The abutments internal threads were damaged/cross threaded. Unable to functionally test abutment due to the damaged abutment. Device history record (DHR) review was completed for the subject lot number 1288867. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1288867 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : fit : does not seat and dental : functional: damaged threads based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did occur. The abutments internal threads were damaged/cross threaded. The reported abutment assembling event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.